Event description:
The customer reported to philips healthcare call center that when they went to run a test, the device would not power on. There was no pt involvement.

Manufacturer narrative:
(B)(4)